Event description:
It was reported that an ilet bionic pancreas displayed alert 41 indicating an absolute range error that persisted after multiple restarts, and a replacement device was provided while the user¿s blood glucose readings were not affected. Symptoms included no adverse clinical effects reported. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting by customer support and device replacement logistics. Investigation of this case revealed a device fault consistent with an alert for sensor or system out-of-range performance without user harm. It was concluded that the device malfunctioned related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.